Manufacturer narrative:
The unit passed the off no power, displacement, rewind, basic occlusion, prime/compromised force sensor system, occlusion, and excessive no delivery tests. The operating currents were in specification. The unit alarmed with constant unexpected restart error alarms after battery changes due to a broken solder joint on the interface board. The unit was received with missing horizontal line segments during the insulin pump self test due to a cracked zebra connector on the lcd board. The following physical damage was noted: minor scratches on the lcd window, cracked casing at a display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
The customer reported via phone call that her insulin pump alarmed with an unexpected restart error for the second time today. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm was not recurring during normal pump use. The customer's time and basal settings were maintained. The customer was advised to monitor the insulin pump and that he can continue to wear the device until their replacement arrives. The insulin pump was returned and replaced.